Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, and since the reportable malfunction was confirmed during evaluation, the definitive root cause of the malfunction was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope screen had displayed noise. The event had occurred during reprocessing. There were no reports of patient involvement.